Event description:
A patient service representative (psr) contacted zoll customer support to report that she learned of a patient death while on her way to exchange the patient's equipment. The patient had been receiving constant check belt messages and needed his electrode belt exchanged. The nursing supervisor at (B)(6) was not aware of the cause of the patient's death.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (patient death/ check belt messages) has been investigated. Upon evaluation a brown wire from a therapy electrode to the distribution node was broken causing the driven ground to be open. The patient received check belt messages because the device detected fall off as a result of the broken driven ground. The cause for the broken wire cannot be positively determined, but was likely due to excessive force pulling on the cable. Results of death analysis: the patient experienced intermittent runs of non-sustained vt from 17:27 to 17:32. The rhythm transitioned to bradycardia (close to 60 bpm) until the end of the recording 18:02. The device was powered down at 18:02:36. Based on the patient's download, it is not possible to deduce if the patient's death was cardiac related. While monitoring the patient's rhythm, no sustained ventricular tachyarrhythmias were detected. Subsequent monitoring of the patient's rhythm was not possible due to device deactivation. Efforts to obtain more information on the cause and time of the patient's death were unsuccessful.